Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The cine bridge pcb, cine hard drive and cable, and the gpos (general purpose operating system) cpu were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system froze and locked up. No patient serious injury or death was reported related to this event.